Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to recharge a battery. The cause for the resets was isolated to shorted q1 and q5 transistors on the bedside pca. Additionally, components c20 and u9 were found to be shorted on the bedside pca, causing the inability to charger a battery pack. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor reported that a charger/modem was resetting.